Event description:
Boston scientific received information that upon opening the pocket during a device change-out procedure, it was observed that this chronic right ventricular (rv) lead had insulation damage to the rate/sense portion near the terminal pin. The rate sense portion was surgically abandoned, and a new rate/sense lead was implanted. The high voltage portion of this lead was attached to a new implantable cardioverter defibrillator (ICD) and induction testing was performed. There was non-conversion noted at 21 and 31 joules, and external defibrillation was then performed. On the programmer a code indicating a shorted shock lead was observed. The ICD was explanted and arc marks were seen on the case. The physician also surgically abandoned the chronic rv lead, and the new rv pace/sense lead was explanted. Subsequently, a new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported. As this lead was surgically abandoned, it will not be returned for analysis at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.